Manufacturer narrative:
Approximate age of device ¿ 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that pump thrombus was suspected due to elevated power, elevated lactate dehydrogenase (ldh), and non-responsive ramp echocardiogram study. Log file analysis completed by the manufacturer¿s technical services representative revealed low flows. Then power and flows were elevated with the pi trending upward. No unusual events were noted it the log file. On (B)(6) 2018, the patient was admitted and was placed on heparin. The patient had no dark colored urine. On (B)(6) 2018, the patient was switched to bivalirudin and milrinone. On (B)(6) 2018, ldh was elevated to 808 u/l with no tea colored urine. On (B)(6) 2018 it was reported that the patient experienced coke colored urine and had a pump exchange that night. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation, as the device was not returned for evaluation. Analysis of the log files that was provided by the account confirmed pump power and estimated flow elevations. Although a specific cause for this finding could not conclusively be determined, these elevations appeared to be associated with pi events. Additionally, review of the log files also confirmed low flow events; however, a specific cause could not be conclusively determined through this evaluation. The log file contained data from 22jul2018 at 01:22:43 through 14aug2018 at 14:15:58. Intermittent elevations in pump power and estimated flow associated with pi events were captured in the file. Additionally, sustained low flow hazard alarms were flagged throughout the file on 13aug2018 as the estimated flow was constantly captured below the 2.5 lpm threshold. The pump remained above the low-speed limit and appeared to function as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.